Event description:
The pt was experiencing low blood glucose reaction. Tested blood glucose on suspect device and it read 217 mg/dl and hi. The emt's were called and their device read lo. The customer had previously spilled a 7-up while trying to test on suspect device. He was taken to the hosp and given glucose and kept for 5 1/2 hrs for observation.